Event description:
It was reported that a non-critical alarm due to low reservoir volume reached was heard and confirmed by telemetry. The caller reported a missed refill date which the low reservoir alarm date was (B)(6) 2013. The pump was refilled on the day of the report. The patient was reported to have been asymptomatic. The device system was used to deliver baclofen.

Manufacturer narrative:
Product ID: 8709 lot# serial# (B)(4), implanted: 2004 (B)(6), product type catheter. (B)(4).